Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) failed final pack testing, indicating premature battery depletion. The device has been routed to the reliability assurance laboratory for detailed analysis.